Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. Model#: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's leads were causing soreness. The patient underwent removal of two leads. No device malfunction was suspected.